Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was in stable condition.